Event description:
It was reported that customer experienced an elevated blood glucose level of 216 mg/dl: cause was not known. The customer went to the emergency room (ER) due to running out of infusion set supplies and not understanding how to use their back up insulin therapy. Reportedly, no treatment was provided at the ER. The customer was released a few hours later with the issue resolved. No additional information was provided.